Event description:
It was reported there had been two power on resets ((B) (6)-2008 and (B) (6)-2010). Routine followup in (B) (6) 2010 had shown the second power on reset and eri (elective replacement indicator). The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) testing confirmed the power on resets. The exact cause of the anomaly could not be confirmed because the condition could not be re-created.